Event description:
It was reported that the ventilator remained in standby while it was connected to a pt. It was also reported that the pt "coded", but the button for ventilation start was never pressed. The ventilator was still used on the pt. There is no reported pt injury. (B)(4).